Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that sixteen pcu modules had keypad issues. Biomed stated :"the power button stops functioning. Units can not be switched on. Some units exhibit the constantly-glowing red maintenance light, others do not". There was no patient involvement as the failed devices were discovered during walk through rounds.